Event description:
It was reported by the sales rep that the patient's cover patches are causing a skin irritation, and the 72r electrodes are not sticking. The patient had an irritation to the cover patches back in (B)(6) 2021 with her old spak unit. The patient needed the cover patches because the 72r electrodes were not sticking properly. The patient claims her skin was red, itchy, and raw with ulcers. There were no blisters or welts. The patient claims she rotated the location daily, and she used new electrodes and cover patches daily. The patient claims the irritation began outside the circular shape of the electrodes, and it was from the cover patches. She stopped using the cover patches, and the irritation got better; she then bought surgical silicone tape from the drug store, and the irritation returned from the tape. The patient sought advice of her dermatologist, and she suggested a silicone gloves cream on the skin. The patient claims this caused an irritation as well. The patient determined that she has a sensitivity to silicone. Her first spak was discontinued by her surgeon soon after. Recently, a replacement unit was approved and shipped to the patient. 63b electrodes have been sent to the patient, and customer service explained how to activate the electrodes for a better adhesion to the skin, so she doesn't need a cover patch or tape. The patient also agrees to perform a time test. An example of the old 72r electrodes will be returned.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.